Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: calcification. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced left-sided calcification and right-sided rupture and capsular contracture (unknown grade) postoperatively. Needle biopsy was performed on the left-sided calcification, and the result did not indicate any issues. Mammogram performed on unspecified date indicated the right-sided rupture. The patient had a consultation with a healthcare professional on (B)(6) 2021, and the diagnosis was confirmed. As a result, the patient underwent bilateral removal and replacement with two unspecified 550cc gel breast implants on (B)(6) 2021. This report is for the left-sided prosthesis.